Event description:
Pt required a lumbar drain. An integra hermetic lumbar catheter, catalog ins-5010 was used. During insertion of the lumbar drain, a portion of the distal catheter shredded and was retained. The pt required surgery to remove the retained portion.